Event description:
According to the reporter, during a laparoscopic procedure, the device¿s staples did not close like the letter b, wherein it stayed open (staple legs/wires). A new device was used in order to resolve the issue. No patient injury.